Event description:
A malfunction, identified by code malf 16, was reported without any notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy.